Event description:
The customer reported observing blood in the dispensed diluent on the lh750 analytical station. The customer was also obtaining high backgrounds upon priming the instrument. No erroneous results were generated. This was not a leak and there was no biohazard exposure.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the patient's issue for high backgrounds and stated that the dispensed diluent showed signs of poor backwash. The fse replaced the blood sampling valve (bsv) resolving the reported issue. Upon recur, the failure mode identified could impact all parameters (cbc/diff and retic) as a result of improper diluent delivery. The manufacturer's reference # for this event is (B)(4).